Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that when applying the 2464aao-20 - leg attachment pad for corometrics fetal scalp electrode cable on the patient, it is easily unhooked: the electrode is not attached to the hose because the metal connector has a different shape from the previous reference. Also, the adhesive has a tab to separate the protective film that is difficult to separate. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.